Manufacturer narrative:
Unit received with unresponsive buttons, problem isolated to keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at the front panel of insulin pump. The customer¿s blood glucose level was 16.9 mmol/l. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.